Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate final report.

Event description:
It was reported that the device has indicated that mechanical ventilation was no longer possible. No consequences for the patient reported.

Manufacturer narrative:
The involved atlan a350 was checked on site and the logfile data was read out. Log data for the period from 27.05.2025 to 12.09.2025 and the events surrounding the reported day were analyzed. There were no ventilator error alarms found during the period analyzed. The negative pressure safety valve was activated on five days, always in connection with a lack of fresh gas. In such cases, the device alarms "fresh gas low or leakage" and "emergency air inlet activated". The device then uses ambient air to ensure minimum ventilation. The device has passed the system test several times and most recently on 12.09.2025. There are no indications of a technical device failure or a malfunction of the ventilator. The described behavior of a "ventilation failure" could not be reproduced in the logfile. There was no vent failure, only alarms due to lack of fresh gas/leaks. The atlan a350 monitors pressure and volume and signals alarms visually and acoustically (e.g. Fresh gas low, leakage, apnea). In the event of a ventilator failure an immediate highest alarm priority is generated, switching to manual ventilation via manual ventilation bag is possible, continued fresh gas and anesthetic gas dosing and monitoring is maintained. In the event of fresh gas shortage/leakage: "fresh gas low or leakage" alarm and "emergency air inlet activated"; the device opens the negative pressure safety valve and thus ensures minimum ventilation with ambient air. All possible causes, alarms and remedies are described in the instruction for use (IFU). The device has behaved as expected. No technical fault was detected. The reported behavior (no mechanical ventilation possible) was due to a lack of fresh gas and not a device failure; the safety concept functioned as intended. The device was put back into operation and the correct device behavior was discussed with the hospital. Finally, it could be concluded that the reported event was not related to a device malfunction. Thus, dräger concludes that based on that, the case is considered not reportable.

Event description:
It was reported that the device has indicated that mechanical ventilation was no longer possible. No consequences for the patient reported.